Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller told by pt they felt internal heating while recharging ins to the point where it's uncomfortable and almost painful. Caller doesn't know if pt is using the belt and pt's habits around recharging the ins. Caller doesn't know if this is occurring with every recharge session or not. There hasn't been any falls or trauma per pt. The recharge diary looked good per caller and pt is recharging with excellent coupling most of the time. Caller noted that most recharge sessions were less than an hour long with a session yesterday that was 90 minutes long. At time of call, pt was outside of clinic room where pt was. Reviewed asking pt more about their recharge habits and making sure they're not doing things to concentrate heat while charging ins and doing shorter recharge sessions if possible. Reviewed looking deeper into the issue if it's chronic and/or escalating and to check patient's external components to ensure they look intact and are functional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the heating was unknown, and the patient was advised to try charging with a piece of cloth between the charging disc in their skin an that iif it continue to cause a heating problem for them , patient was instructed the patient to call me back. He has not called me back yet it was also stated that this has possibly been resolved since patient did not call the mdt rep back.